Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the motor of the air reamer/drill device was not functioning and was defective. It was noted that the equipment was locked. It was noted that it was locked due to the rotor being damaged by excessive force being applied during procedures. It was further determined that the device failed pretest for check the starting behavior at 2 bar, check for air leak, check for excessive noise, check for immediate stop, and check for free movement. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI - (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the pistol (trigger) of the air reamer/drill device became caught. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred on the 23rd day of an unknown month in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.